Manufacturer narrative:
The foot of the bathboard has broken causing the end user to fall. No injuries were sustained. The marina bathboard is the same /similar to products which are manufactured and/or marketed by invacare in the u.s. The alleged incident occurred in (B)(6).

Event description:
The foot of the bathboard has broken causing the end user to fall. No injuries were sustained. The marina bathboard is the same /similar to products which are manufactured and/or marketed by invacare in the u.s. The alleged incident occurred in (B)(6).